Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron clinical system. Some patients were sent for additional testing, but the customer did not receive any reports of change in patient treatment.

Manufacturer narrative:
Qc was within the established range. The customer has not reported any calibration issues, or issues with other chemistries or system errors. No service visit was needed as this event appears to be a reagent issue. Root cause for this event is unknown.